Manufacturer narrative:
Complaint investigation is completed.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the 0.014" guidewire would not advance into the ica due to challenging patient anatomy and a dissection occurred. The physician elected to convert the procedure to cea as a result of the event.

Event description:
It was reported that during a transaortic artery revascularization (tcar) procedure, the 0.014" guidewire would not advance into the ica due to challenging patient anatomy and a dissection occurred. The physician elected to convert the procedure to cea as a result of the event.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.